Event description:
It was reported post permanent scs implant procedure, the pt could not move his legs and toes. The pt underwent add'l surgical intervention to explant the entire system. MRI showed a contusion to the spine. The physician performed a laminectomy to decompress the spine. No further info is available at this time.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.